Event description:
Report received from USA stating that the device was heating up. The device was not being used during surgery, it is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "hear" was not confirmed. Reliability engineering evaluated the device, and the reported problem could not be confirmed; the unit was tested and passed all operational specs, including temperature assessment, and no problems were noted. If add'l info is received, a supplemental report will be sent. (B)(4).